Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15455. It was reported that when the patient presented after unrelated cardiac surgery, high capture threshold and high impedance were observed on the atrial and right ventricular leads. The physician felt that the atrial lead had been damaged during the unrelated procedure. The physician elected to explant the leads.